Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of reported event is that the scope was not compatible with the endocuff. According to the instructions for use, "use with non-specified colonoscopes can result in loss or reduction of performance, and damage to the endocuff vision or the colonoscope. Do not use with non-recommended colonoscopes." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00158. This report is related to the following patient identifiers: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy, it was discovered that the arv130 fell off into the patient¿s rectum while attempting to remove the scope from the anus. The arv130 came off the scope due to the internal anal clenching from the patient. The doctor did not apply any lubricant until after the arv130 was correctly attached to the distal end of the scope. It was reported that the doctor was able to retrieve the subject device from the patient¿s anus using a snare. There was no reported harm to the patient.